Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dimming and was hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings:the pump powered on with a clearly visible, legible display. The complaint regarding the dimming display was unable to be confirmed or verified during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.